Manufacturer narrative:
The UDI is unknown because the part/lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right carotid artery with partial calcification and high tortuosity with position proximal to the bend. During removal of the emboshield nav6 embolic protection system (eps), there was resistance with the anatomy and the barewire separated. This caused the filter to come off of the barewire while inside the patient. The filter was retrieved from the patient with a retrieval device. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, the reported difficulty removing, and subsequent material separation resulting in unexpected medical intervention appears to be due to circumstances of the procedure. It is likely that the tip of the barewire became entrapped with the lesion calcification and heavy tortuosity causing difficulty removing (resistance) and ultimately detachment of the tip resulting in the filter coming off the barewire and unexpected medical intervention to retrieve the filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.